Event description:
It was stated that device was placed in child in or. Piece of the catheter was found in child's bed. Device had broken above bifurcation. Device had been in child for a little while.